Manufacturer narrative:
(B)(4).

Event description:
A report was received that right after a lead revision procedure, the patient had developed hematoma and was admitted to the hospital. No device malfunction was suspected. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn.

Event description:
A report was received that right after a lead revision procedure, the patient had developed hematoma and was admitted to the hospital. No device malfunction was suspected. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient also had pain at the surgical site after the lead revision procedure. The patient was admitted to the hospital and was treated. The hematoma was believed to be not device related. The patient was doing well postoperatively.

Event description:
A report was received that right after a lead revision procedure, the patient had developed hematoma and was admitted to the hospital. No device malfunction was suspected. The patient was reportedly doing well.